Event description:
Hold rh 5.19

Manufacturer narrative:
An attempt was made to reproduce the issue by generating device setting report for the user in carelink support application and observed that this is expected not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the s/w requirement field. After conducting thorough investigation by downloading the uploaded data from database and generating the assessment and progress report, we found the below: reporting period a - (B)(6) 2025. Reporting period b - (B)(6) 2024 - (B)(6) 2025. The snapshot contains the following 3 devices: minimed 780g - 1884, serial number: (B)(6), timeranges: [(B)(6) 2024 - (B)(6) 2025]. Minimed 780g - 1884, serial number: (B)(6), timeranges: [(B)(6) 2016, (B)(6) 2025, (B)(6) 2025]. Minimed 780g - 1884, serial number: (B)(6), timeranges: [(B)(6) 2016, (B)(6) 2025, (B)(6) 2025]. Praas uses the latest device that is included in the report range. In case the report range (B)(6) 2025, then praas uses 3rd device (serial number: (B)(6)) (note: this device doesn't have data related to (B)(6) 2024 - (B)(6) 2025 time range). In this case the report range (B)(6) 2024 - (B)(6) 2025, praas uses 2nd device (serial number: (B)(6)). That is why we see different report data for different report ranges (period b is not used in the logic that chooses the device for the report). The root cause of this issue is due to multiple devices being used and therefore an overlap of the timelines in these devices is seen. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: going forward please limit the amount of device changes. This will help with having constant reports. If you happen to change the device, please upload a snapshot after setting up the pump to avoid any missing data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced error while attempting to generate carelink report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and found that when generating the report, the column b was not available. The no harm requiring medical intervention was reported. No product return is required for mmt-7333.